Event description:
During a polypectomy procedure on a very large tubular adenoma, the snare loop would not detach from the polyp and a previously scheduled colon resection surgery was performed. The snare was removed and the patient condition is good.